Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed a loud noise and smoke when using the cell-dyn ruby analyzer. No injuries occurred. Instrument froze, the customer shut it down and even turned off the main power switch. When switching it on, there was crackling in the ventilation fan. Tried to start the instrument again later. There was a loud noise and a small amount of smoke was visible.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument inspection. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. One returned switching power supply was inspected by the technical services engineer. Inspection of the returned power supply found one of the capacitors shorted inside the power supply which could have emitted the burning smell and smoke observed by the customer. The exact cause of the capacitor failure inside the power supply could not be determined. There was no sign of liquid contact around the internal part of the power supply. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.